Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid tracheostomy tube was leaking. The cuff air escaped during use on a patient. It is unknown whether a leak check was performed or how long the device was in use. The patient experienced no changes in vital signs or any other reactions. The issue was resolved when the tracheostomy tube was changed to a new one. No patient injury was reported.

Manufacturer narrative:
One used 7.5mm portex® blue line ultra® suctionaid® tracheostomy tube was returned for investigation. The device was received inside a plastic bag without its original packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or issues during manufacturing. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. During functional testing, a syringe was used to inflate the device cuff and the device was submerged under water. Bubbles (indicating a leak) were observed escaping from a small tear on the device cuff. Investigation was unable to determine the root cause of the tear in the device cuff. MFR# clarification: new registration number (B)(4) ((B)(4)) has been received, however, this initial MDR was filed under the prior registration number (B)(4) ((B)(4)).